Event description:
Tacrolimus infusion completed sooner than expected. Infusion was initiated at 14:29. It completed at 20:15. Anticipated completion time was 10:30. Twenty-hour infusion completed in six hours. Rate was set at 5ml/hr. Volume to be infused (vtbi) was set at 100.2 ml. Time to be infused was twenty hours. At time of completion, the pump still showed 71 ml to be infused.